Event description:
Per the info provided to co by the pt, he(the pt) catheterized himself the night of 2/17/97 prior to retiring. In the morning he awoke in a "pool of blood", and with lower abdominal discomfort. The pt indicated he examined the catheter and found it to be sharp. The MFR suggested to the pt that he seek medical attention. To date, as reported, the pt has refused this suggestion and there has been no info provided to support or elaborate on this occurrence by a medical professional.